Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that in the cvicu, there were 2 leakage sites on one product while medication was infusing. The customer states the areas of leakage has been labeled. There was no patient harm.

Manufacturer narrative:
Concomitant medical products: non bd set; 10ml bd syringe ref (B)(4), lot 8044561, exp 2021-02-28, 0.9% sodium chloride. The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported that in the cvicu, there were 2 leakage sites on one product while medication was infusing. The customer states the areas of leakage has been labeled. There was no patient harm.

Event description:
The customer reported that in the cvicu, there were 2 leakage sites on one product while medication was infusing. The customer states the areas of leakage have been labeled. There was no patient harm.

Manufacturer narrative:
The customer¿s report of leaking from two sites was confirmed; however the leaks were not on the same product as reported. Testing resulted in fluid leaking from both the top of the standalone maxzero valve and the top of the maxzero extension set valve. Further inspection of the standalone maxzero valve top component showed a microchannel/scratch within the interior diameter the root cause of the leak on the maxzero valve was a microchannel/scratch within the interior diameter of the valve due to a manufacturing issue.